Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive sheath was selected for use. A catheter was inserted into the sheath, and atrial flutter along with the cavotricuspid isthmus (cti) was treated. During the procedure, blood leakage was observed from the farawave hemostatic valve. Air was also found to have entered through the flush port, prompting suction to be performed. The st segment was confirmed to be non-elevated. As the cti procedure was nearing completion, it was continued and successfully completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during a procedure, a faradrive sheath was selected for use. A catheter was inserted into the sheath, and atrial flutter along with the cavotricuspid isthmus (cti) was treated. During the procedure, blood leakage was observed from the farawave hemostatic valve. Air was also found to have entered through the flush port, prompting suction to be performed. The st segment was confirmed to be non-elevated. As the cti procedure was nearing completion, it was continued and successfully completed without patient complications. The device is expected to be returned for laboratory analysis.